Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 129mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer does not follow proper air removal techniques. Tandem technical support advised the customer to perform a cartridge change to resolve the current occlusion alarm.